Manufacturer narrative:
B5 and h4: lot number received and information updated in this submission since initial submission. Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc pro winged unit from lot number 2166911. A gross visual inspection of the returned unit found blood residue throughout the unit which indicates that venipuncture was attempted. The unit was leak tested and a leak was identified near the catheter tip. Further inspection under a microscope found that a v-shaped tear was present at the leak location which is indicative of a spear through. The reported issue was confirmed. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd insyte autoguard bc pro winged 20gx1" needle through catheter while introducing catheter. The following information was provided by the initial reporter, translated from french to english: cannula penetrated by needle during insertion.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. D4: device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.